Event description:
Information was received that the device was disabled and the patient later denied pain at the vns site. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator and lead were replaced. The products were received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Lead analysis was completed. The reported lead fracture was not verified. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead potion. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No further relevant information has been received to date. Lead analysis has not been completed to date.

Event description:
The patient presented with high impedance and low output current. It was noted that the patient has not felt stimulation for a while but also that the patient sometimes has painful stimulation in the neck. She has been having issues with her depression which the physician noted may be due to medications. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.